Event description:
It was reported that patient heard the device alert due to the lead integrity alert (lia) alarming. Upon manipulation of the arm and device pocket, oversensing and noise were noted on the right ventricular (rv) lead. The impedance rose from baseline with variability due to high impedance measurements. A fracture of the lead was confirmed. The rv lead detections were turned off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that as of (B)(4) 2015 there were 5688 ventricular sensing integrity counts/sic (sensing integrity counter). During the week ending on (B)(4) 2014, right ventricular (rv) lead pacing impedance spiked to 2907 ohms up from a trend in the 600-800 ohm range. The right ventricular lead integrity alert occurred on (B)(4) 2014 for two or more vt-na episodes and sic of greater than thirty in three days. (B)(4).